Manufacturer narrative:
(B)(4). The guide wire and the concomitant non-asahi microcatheter were returned for evaluation. The exposed and fractured coil wire of the returned guide wire was elongated for approximately 80 mm from the proximal solder set 120 mm from the wire tip. Along coil wire elongation, the polymer jacket was stretched for approximately 6 mm and torn off. Fragments of the polymer jacket were found on the elongated coil wire. At approximately 110 mm from the middle solder, fracture of the inner coil wire was observed. Distal to the inner coil wire, the core composed of a straight core wire and a twist wire was found fractured. Microscopic observation of the fractured core found that both straight core wire and twist wire were necked by tensile stress. The fracture surface of the coil wire was relatively flat, inferring that it became fractured by twisting stress generated as the coils got pulled and straightened. The returned non-asahi microcatheter was elongated at the distal segment. The catheter tip was found crushed. Under the x-ray, separated segment of the guide wire was found under the distal marker of the microcatheter. The wire fragment was approximately 30 mm long and the wire tip was confirmed at the distal end of the wire fragment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied along wire removal while its tip was being trapped by the catheter tip that was crushed possibly by the anatomical condition. That tensile stress caused the core to become fractured, the coil wire as well as the polymer jacket to become elongated and eventually broken apart. There was no indication of product deficiency. Damage of the guide wire was so severe that a possibility could not be completely ruled out that some fragment(s) might be left in the anatomy. Instructions for use (IFU) states that: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire, abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi guide wire torn off during a pci to treat a moderately tortuous 75-90 stenosis in the lcx #11. The subject guide wire was advanced as a replacement when resistance was felt with a concomitant non-asahi microcatheter. The guide wire was removed together with the microcatheter; the polymer jacket of the guide wire was peeled off. A new guide wire was replaced to resume the pci. The procedure was successfully completed with reestablished blood flow by stenting. There were reportedly no adverse patient effects and the patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.